Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high-risk pci. Instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position. ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump came out of position to the aorta and was readvanced, later the pump was seen to be in the valve. The patient also had signs of hemolysis but not confirmed. The patient had bilateral limb access site bleeding and was treated by removal of anticoagulation.

Manufacturer narrative:
Clinical stated: patient reported bleeding from bilateral groin sites, left abdominal surgical site, and urine via foley. Cangrelor and heparin gtt stopped until generalized bleeding is under control. While preparing the patient for ICU the impella was pulled into the aorta and was re-advanced back into the lv without a wire. Access site bleeding: major: the cause of the access site bleeding: major issue patient condition related since bleeding was in multi sites (bilateral groin sites, left abdominal surgical site, and urine via foley). Positioning issues: the cause of the positioning issues most likely was use related due improper technique since while preparing the patient for ICU the impella was pulled into the aorta and was readvanced back into the lv without a wire.